Event description:
A (B)(6) customer stated that he tested his blood glucose using his contour and contour usb meters and received readings of 3.5 mmol/l (contour) and 8.2 mmol/l (usb). The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.